Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
It was reported that approximately (B)(6) months after the implantation of 3 promus stents in the calcified, total occlusion in the proximal right coronary artery, the patient experienced atypical chest pain that was diagnosed as acute coronary syndrome. The cardiac enzymes were within normal limits and there were no EKG changes. Diagnostic catheterization revealed in-stent restenosis in one of the promus stents. The following day, angioplasty in the ostial narrowing was performed. The patient was discharged home in stable condition two days after symptoms began. The physician does not believe that this event was in relation to the promus stent. There was no adverse patient sequela. There was no additional information provided.